Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. DHR review was completed. Part number: 314.115; synthes lot number: 4371316; supplier lot number: n/a; release to warehouse date: 07-feb-2002; expiration date: n/a; manufactured by synthes (B)(4). Nonconformance was generated during production for 47 parts with uneven bead blast on shaft. Parts were reworked and re-inspected. The 46 parts passed inspection and 1 part was scrapped. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: broken, visual (appearance not as expected), damage - visual (appearance not as expected) visual inspection: the t-15 screwdriver (part: 314.115, lot: 4371316, mfg: 07-feb-2002) was inspected at us cq. Upon visual inspection, it was observed that a small portion of the distal part of the handle was broken and the broken portion was not returned. Corrosion stain was observed on the part of the shaft which got exposed because of the handle breakage. Four cracks were observed on the t-15 screwdriver¿s handle ¿ approximately 60 mm longitudinal surface crack starting from the distal end of the handle, approximately 35 mm longitudinal surface crack starting from the distal end of the handle, approximately 7 mm transverse surface crack near the dowel pin, and approximately 9 mm transverse surface crack near the dowel pin. Also, the t-15 screwdriver shows signs of minimal wear for its 16-year lifetime. No other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the t-15 screwdriver and the thickness (flat side to flat side measurement) of the handle, measured 18.10 mm that falls within the specification of 18.00 to 18.10 mm, based on drawing document/specification review: the following drawing(s) was reviewed; t15 screwdriver: handle: no design or manufacturing defect or deficiency was observed during the investigation. During the DHR review potentially relevant nonconformance for an uneven bead blast on the shaft was identified. However, upon receipt of the device an uneven surface finish was not observed, thus, it is determined to be unrelated. No other complaint-related issues were identified during the DHR review. Material/hardness review: a hardness review was not performed as the device has been in use for 16 years which indicates the material hardness would not have attributed to this complaint condition. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). In respect to the corrosion stain observed, no definitive root cause could be determined, it is possible that the rust might have formed on the device due to the exposure of liquids during the decontamination process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there were eight (8) devices discovered to have a malfunction. There were five (5) small hexagonal screwdrivers stripped, two (2) cannulated hexagonal screwdrivers had a broken tip, and one (1) stardrive screwdriver had a cracked handle. Manufacturer investigation of the returned stardrive screwdriver revealed a portion of the device was broken off. It is unknown when the issues occurred. There was no patient and procedure involved. This report is for one (1) stardrive screwdriver. This is report 3 of 8 for complaint (B)(4).